Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the tracheostomy tube was deflating at the cuff after 7 days in situ. The tracheostomy tube was replaced. The user facility reported that the leak appeared to be originating from the connection point of the cuff and tracheal tube shaft. No incident related medical sequela was reported.